Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received several inappropriate shocks due to t-wave oversensing (twos) on the implantable cardioverter defibrillator (ICD) device. The device was near recommended replacement time (rrt) and will be changed out with a newer ICD that has programmable sensing options. Presently, the device remains in use. No further patient complications have been reported as a result of this event.